Event description:
The reporter stated that the surgeon was attempting to fold a visian icl (implantable collamer lens) model micl 12.6 mm and the lens wouldn't fold correctly for the surgeon. There was no pt contact or injury.

Manufacturer narrative:
A visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and there were no similar complaints. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.